Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was reported to have reached elective replacement time (ert) a couple of months ago. The field representative also noted the device from last check with magnet rate at ninety pulse per minute and the device was at elective replacement near (ern). Boston scientific technical services (ts) then explained that this pacemaker could have gone to ert immediately after device check. Ts advised changeout and discussed ert to end of life (eol) time. To date, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, functions of the device ad well as lead impedance test. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Additional information was received indicating that this pacemaker was explanted. No additional adverse patient effects were reported.